Manufacturer narrative:
(B)(4). Approximate age of device - 17 days. The patient remains on lvad support. No further information has been provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
(B)(4) the patient was implanted with a left ventricular assist device (lvad). It was reported that the patient¿s clinical presentation revealed signs and symptoms of possible thrombus. A log file was provided to the technical service representative for analysis. The log file contained approximately 17 days of data with a current set speed of 9200 rpm. The average power ranged from 4.4 watts to 10.4 watts. The average pi ranged from 1.5 to 6.1 and the average flow ranged from 4.4 lpm to 12.0 lpm. The data that was reviewed showed an increase in power and a decrease in average pi over time. The patient is currently, clinically doing well with ldh in the 500 u/l range. The patient is off aspirin but on warfarin and numbers have gone back to baseline. The patient will continue to be monitored. No additional information was provided.

Manufacturer narrative:
The device remains in use supporting the patient and was not available for evaluation; therefore, the root cause of the reported event could not be conclusively determined. However, the submitted system controller log file, dated (B)(6) 2016, contained approximately 17 hours of data which captured an upward trend in pump power and calculated flow levels, and a decrease in the average pi over time. Based on the manufacturer¿s complaint history and similar reported events, positive clinical presentations, coupled with increased pump power and calculated flow events, and decreased average pi could be indicative of potential device thrombosis. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.